Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to the placement of the anchor. The patient underwent a revision procedure wherein the anchors placement was adjusted. The patient was doing well postoperatively. Nothing was removed.